Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with bleeding and cracked lcd glass. The insulin pump was received with minor scratched display window, cracked case display window corner, cracked reservoir tube lip, and cracked end cap.

Event description:
No blood glucose levels reported. The customer reported that the screen of the insulin pump was broken. The customer reported that the insulin pump fell. The customer was advised that the insulin pump would need to be replaced. The customer was advised to discontinue the use of the insulin pump and to revert to a back-up plan per the health care provider's instruction. No additional information is provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.